Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was caught in the valve of the catheter during slitting and dislodged. The rv lead was removed and a new catheter was used to replace the lead. No patient complications have been reported as a result of this event.